Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found the exposed portion of the soft cannula was kinked. Further inspection of the soft cannula found a tear in the exposed portion. It could not be determined when this damage occurred. A leak test was performed and fluid was found to divert from the fluid path due to the torn soft cannula.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels read high >500 mg/dl, while wearing the pod between 24 and 36 hours on the arm. Insulin was noticed to be leaking out. The pod was removed, and the cannula was found to be bent. A manual insulin injection was administered to treat the hyperglycemia and a new pod was applied.